Event description:
Customer's spouse reported via phone, customer was hospitalized for non-diabetic related issues no the insulin pump. Customer's blood glucose was 507 mg/dl. Customer's spouse was concerned the meter was giving inaccurate readings. No troubleshooting was performed for high blood glucose. The device is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.